Event description:
During baxter's functionality testing of a spectrum pump, it displayed the downstream occlusion message. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false downstream occlusion alarms. The downstream sensor had high readings with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream tubing guide assembly was replaced.